Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported an issue with the scroll wrap feature on her insulin pump. She stated that it has caused her to over-deliver her bolus, causing her to have low blood glucose. The customer's blood glucose was 45 mg/dl. The customer was refered to a scroll wrap insulin pump exchange form. No additional information provided.